Event description:
It was reported the patient had not experienced pain relief. The patient had less than 50% therapy relief in the ¿usual area of pain¿. A dye study was attempted on (B)(6) 2013 and the physician was unable to withdraw cerebrospinal fluid via the catheter access port. A CT was done. The physician was awaiting the results of the CT. The pump was delivering bupivacaine. It was later reported the patient never had therapeutic effect since the pump implant. An x-ray was performed of the catheter and they had a difficult time visualizing the proximal section of the catheter. The patient had some puffiness at the lumbar site.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4). Final analysis of the pump found no anomalies. Final analysis of the catheter found a tear in the seal material near the guide ring. The catheter was also found to be partially occluded, but was able to break loose during decontamination.

Event description:
Additional information was received. It was reported that a revision surgery was attempted on the day of report. When the physician opened the pump pocket, purulent drainage appeared. Additionally, there was no cerebrospinal fluid from the catheter. It was stated that the entire system was explanted due to a possible infection. Three days later, it was reported that the patient had not experienced any symptoms. It was stated that the infection was located at the pump pocket, so a culture had been taken from that area.